Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 51-52 mg/dl were recorded by continuous glucose monitor (cgm) from 1:01:29 pm to 1:26:29 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 1:26:29 pm. On (B)(6) 2020, at 11:54:13 am the user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
H3 (device returned to manufacture updated to yes), (reason for non-evaluation removed: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.), (other reason removed: device not returned) h10 (narrative/data removed: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.) The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.